Event description:
During a trial reduction the trial head chipped, leaving debris in the joint. The wound was irrigated to clean debris from the joint. There was no adverse consequence to the pt or delay in surgical or anesthesia time.